Event description:
It was reported that the bd eclipse¿ needle experienced a needle that was clogged/blocked. The following information was provided by the initial reporter: material no:305761 batch no: 0274792 patient arrived for depo injection. Medication was drawn up. Primed the plunger of the syringe to get excess air and bubbles out. Needle added and syringe is plunged slightly again to get additional air/bubbles out. On placing the needle in the patient, plunger would not move. Tried several times and plunger would still not move. Removed the needle from the patient and attempted to get the plunger to move while pointing over the sink, it still did not move. After some effort, it moved. Provider was notified. Put a new needle on and tried again. Gave patient a second poke. It worked perfect and as normal on 2nd attempt. It seems the needle caused some sort of block that would not let the plunger move on the first attempt.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced a needle that was clogged/blocked. The following information was provided by the initial reporter: material no:305761, batch no: 0274792. Patient arrived for depo injection. Medication was drawn up. Primed the plunger of the syringe to get excess air and bubbles out. Needle added and syringe is plunged slightly again to get additional air/bubbles out. On placing the needle in the patient, plunger would not move. Tried several times and plunger would still not move. Removed the needle from the patient and attempted to get the plunger to move while pointing over the sink, it still did not move. After some effort, it moved. Provider was notified. Put a new needle on and tried again. Gave patient a second poke. It worked perfect and as normal on 2nd attempt. It seems the needle caused some sort of block that would not let the plunger move on the first attempt.